Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment involving three onyx vials. The pause between injections was approximately three minutes. During the onyx injection, it was reported the physician experienced excessive resistance in the syringe and the catheter ruptured in the left middle cerebral artery. The microcatheter was withdrawn from the patient and onyx was not observed to have migrated into an unintended vessel. A new marathon was used to complete the procedure without issues. Same event as MDR# 2029214-2014-00132.